Event description:
This is a spontaneous report received from a dentist on 21jan2022 regarding a (B)(6) years old female patient who experienced angioedema following application of prevident 5% sodium fluoride varnish. There was no relevant medical history provided. On (B)(6) 2022, 1 swab of prevident 5% sodium fluoride varnish grape flavor (lot# 11740 bl2mk) was applied. Dentist reported that after applying the product, the child experienced "significant angioedema of the lips" with no other swelling of oral tissues. After 15 minutes of monitoring there was no decrease in swelling and the child was sent to ER. The child received an unspecified anesthesia via IV on (B)(6) 2022 and was kept in the hospital overnight for observation. On (B)(6) 2022, the swelling had subsided and the child was released from the hospital. Prevident 5% sodium fluoride varnish was stopped after one application of the product.